Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:lock connection between the infusion set tubing and cartridge tubing became disconnected. Reportedly, the customer changed the supplies and resumed insulin delivery. Blood glucose was 132 mg/dl.